Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The returned lead segments were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine follow-up, high capture threshold and low r-waves were observed. The lead was explanted and replaced with no complications to the patient.